Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient's ins had an eri (elective replacement indicator). The patient stated the ins was supposed to last 2 years. The patient was redirected to their hcp to check the implant. No patient symptoms and no further complications were reported as a result of this event.